Event description:
It was reported that the customer was hospitalized with high blood sugars. When the infusion set was removed the cannula was bent. The customer's family member said that he had been having a lot of problems with inserting the infusion set. Troubleshooting revealed the customer was not using the proper insertion technique.